Manufacturer narrative:
The investigation has been completed for the reported issue of purge leak and embolism. The product was returned, and the purge leak was confirmed. The root cause of the purge leak was sidearm filter damage. The root cause of the embolism was not determined since the air in purge was unable to be reproduced. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed an embolism, and the purged sidearm broke. This led to the presence of artifacts and bubbles in the aortic root observed on echocardiography. The sidearm bypass did not resolve the issue. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.